Event description:
It was reported that during priming of the flo-gard IV solution administration set, a 'loop' of tubing had become caught in the roller clamp assembly causing the tubing to be kinked and the set unusable. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation information: the sample was returned for evaluation. A visual inspection identified that the sample had a double loop of tubing in the roller clamp. This malfunction was caused by an issue with the assembly automation machine. A camera was installed on the machine and was re-qualified to ensure that it is effective. However, since the lot number is unknown, it cannot be determined if actions have been taken before or after the device was manufactured. If additional relevant information is obtained, then a follow-up MDR will be submitted.